Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), hypersensitivity ("allergic reaction"), the first episode of headache ("headaches"), mood swings ("mood swings"), fatigue ("fatigue"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), hirsutism ("hormonal changes describe: hair growth"), vaginal haemorrhage ("abnormal bleeding (vaginal"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash ("rashes or skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), the second episode of headache ("headaches,"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss.") And abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, hypersensitivity, mood swings, fatigue, menorrhagia, adverse event, hirsutism, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, the last episode of headache, weight increased, gastrointestinal disorder and alopecia outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, back pain, bladder disorder, cystitis, fatigue, female sexual dysfunction, gastrointestinal disorder, hirsutism, hypersensitivity, menorrhagia, migraine, mood swings, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: current weight 183 lbs. Approximate weight at the time of essure placement 157 lbs. Discrepancy noted- insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on 18-oct-2018: new pfs received- new events added: hormonal changes describe: hair growth, abnormal bleeding (vaginal), infection(bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, weight gain, gastrointestinal or digestive system condition, hair loss, stomach pain were added.outcome of event stomach pain from unknown to recovered/resolved was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), hypersensitivity ("allergic reaction"), headache ("headaches"), mood swings ("mood swings"), fatigue ("fatigue"), menorrhagia ("excessive menstrual cycles ") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, hypersensitivity, headache, mood swings, fatigue, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, fatigue, headache, hypersensitivity, menorrhagia and mood swings to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tube incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('excessive menstrual cycles/abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal), abnormal bleeding (vaginal, menorrhagia)"), 6 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), hypersensitivity ("allergic reaction"), headache ("headaches"), mood swings ("mood swings"), fatigue ("fatigue"), adverse event ("abnormal symptoms"), hirsutism ("hormonal changes describe: hair growth"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash ("rashes or skin conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss.") And abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, endometrial curettage and laparotomy supracervical hysterectomy b/I salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain, vaginal haemorrhage, hypersensitivity, headache, mood swings, fatigue, adverse event, hirsutism, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, weight increased, gastrointestinal disorder, alopecia and dysmenorrhoea outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hirsutism, hypersensitivity, menorrhagia, migraine, mood swings, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 183 lbs. Approximate weight at the time of essure placement 157 lbs. Discrepancy noted- insertion date (B)(6) 2011, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirming full occlusion of fallopian tube, complete obstruction of the tubes bilaterally with essure coils identified. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event dysmenorrhea was added. Event onset date for abnormal bleeding (vaginal, menorrhagia) was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.